Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 31-year-old male with right heart failure was implanted with an impella rp device for mechanical circulatory support post surgery. While the patient was on support, the pump flows were lower than expected. Blood volume was given to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Data logs were reviewed which confirmed low pump flow at initiation and it remained the entire case. However, without the device nor sufficient clinical information for evaluation, the exact root cause of the low pump flow could not be determined.